Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection revealed wear marks on the device, the needle was found stuck into the shaft of the device, the white plastic flag was missing. A partial part of the needle was found out of the device through the lower jaw, the needle shows manipulation marks. Finally, the jaws were found open while the trigger was pressed, it cannot be retracted to its original position due to it is jammed. Based on the condition of the device, a functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 32559 number, and no non-conformances were identified. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the needle stuck can be attributed to the white plastic flag fell off causing the retracting mechanism to be jammed. The needle attempted to be pulled out by the customer through the lower jaw. For the condition of the device could be related to heavily use; moreover, mishandling or procedural variables that could cause the condition of the jaw¿s mechanism. However, these cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in france that the expressew iii suture passer w/ hook had an unspecified malfunction. During in-house engineering evaluation, it was determined that a needle was found stuck in the shaft of the device; and the trigger was pressed, jammed and could not be retracted to its original position. There was no procedure nor patient involvement reported. No additional information was provided.